Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine+ pen needles 32g x 4mm (14 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: before the injection, it was found that the needle was blocked. The needle was replaced and the injection was given to the patient after the exhaust, which did not cause adverse consequences.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: before the injection, it was found that the needle was blocked. The needle was replaced and the injection was given to the patient after the exhaust, which did not cause adverse consequences.